Manufacturer narrative:
(B)(4). Date sent: 3/28/2025. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: was the plastic portion of the cartridge damaged? No. Was the metal cartridge pan separated from the plastic portion of the cartridge? No did retrieval alter the procedure in any way? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 03/03/25 d4: batch #unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy procedure, it was observed that a loud click was audible while firing the device; and a loose component of the reload was found in the thoracic cavity after firing the device. It was further reported that on the lateral side of the reload, no staples seem to have been formed distally. Since this was the part removed from the body, and the medial side of the staple line was formed properly. There was a delay of five minutes in the procedure. There was no patient consequence reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent 5/1/2025. D4 batch #671c09. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst45g reload was received for analysis and reload body was noted to be damaged. The reload was received with the right side partially fired 2/4 and the left side partially fired 3/4 with the reload pan partially dislodged from the left side and with damage on reload deck. In addition, malformed and b-formed staples were observed on the reload deck. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No functional test could be performed due to the condition of the reload. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 671c09, and no non-conformances were identified.